Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited right atrial (ra) lead loss of capture (loc). This crt-p remains in service. It was noted that the ra lead is non boston scientific. No adverse patient effects were reported.